Event description:
It was reported on (B)(6) 2015 that a sign im nail implanted to repair a fracture of the right tibia has a broken proximal screw discovered during a f/u visit.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for eval. The root cause of the broken screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken screw presents no risk of death or injury to the pt. The fracture is healed. Sign fracture care intl will continue to monitor these events as part of our post market activities.